Manufacturer narrative:
Device analysis report attached. This report is submitted on oct 16, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed) and poor performance. Additional information has been requested but has not been made available as of the date of this report. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.